Manufacturer narrative:
Despite multiple requests, no further details about this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a rise in the estimated longevity from one year to two and-a-half years remaining after reprogramming high pacing threshold outputs. The magnet rate of the pacemaker was observed to be at 90. Boston scientific technical services advised that the magnet mode and longevity in this pacemaker are determined by different variables and timing. Intensive follow-up was recommended. At this time no changes have been made and the pacemaker remains in service. No adverse patient effects were reported.